Event description:
The customer reported that the fluoro images did not display on the monitor cart.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.